Manufacturer narrative:
Site surgeon dr. (B)(6) declined to patient weight. In trouble-shooting, the medtronic representative confirmed that video cable was properly seated at the back of monitor and computer. Then replaced monitors, video cables, and power outlet and reported that the issue still occurred. - return requested for multiple parts. Replacement monitor, computer, I/o assy lower panel, vga cap and dvi-d m-m cable shipped to site. Medtronic investigation of returned suspect monitor, computer and I/o assy lower panel finds that each of these 3 devices is fully functional. No fault found. Suspect vga cap and dvi-d m-m cable have not been returned to manufacturer for analysis. On 10/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, their navigation system software unexpectedly exited while navigating. The site stated that the navigation system displayed the message no input detected and then went to the log-in screen. This behavior occurred while on the select patient task. The site logged back into the ent application and proceeded as planned. `the surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.